Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Prior to the procedure the needle was kinked already.

Manufacturer narrative:
510(k) number: k142688. (B)(4). Upon evaluation of the returned device the following was noted; the device was returned in its original packaging, the syringe was returned. The stylet was in place, there was no needle exposure. The needle advances and retracts without issue. There is no visible kink at the distal end. There is a visible kink at the proximal end below the sheath extender. The customer complaint is considered to be confirmed based on lab findings. Root cause: a definitive root cause for the customer complaint could not be determined, however the device may have become kinked during the handling of the device or upon removal from packaging. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records did not reveal any discrepancies that would have contributed to the complaint as the device was re-worked with a new needle there is no evidence to suggest that this issue affects the entire lot # c1362699; upon review of complaints this failure mode has not occurred previously with this lot # c1362699. The notes section of the instructions for use ifu0077-4 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . The tip of the needle and stylet are sharp and could cause injury to the patient or user if not used with caution. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided: the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Prior to the procedure the needle was kinked already.

Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device the following was noted; the device was returned in its original packaging, the syringe was returned. The stylet was in place, there was no needle exposure. The needle advances and retracts without issue. There is no visible kink at the distal end. There is a visible kink at the proximal end below the sheath extender. The customer complaint is considered to be confirmed based on lab findings. Root cause: a definitive root cause for the customer complaint could not be determined, however the device may have become kinked during the handling of the device or upon removal from packaging. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records did not reveal any discrepancies that would have have contributed to the complaint as the device was re-worked with a new needle there is no evidence to suggest that this issue affects the entire lot # c1362699; upon review of complaints this failure mode has not occurred previously with this lot # c1362699. The notes section of the instructions for use ifu0077-4 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . The tip of the needle and stylet are sharp and could cause injury to the patient or user if not used with caution. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided: the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Prior to the procedure the needle was kinked already.